Manufacturer narrative:
On (B)(6) 2016, abaxis received a call from the customer lab reporting an issue with analyzer sn: (B)(4) stating the device displayed error code "4057 / motor speed incorrect for barcode read", was emitting smoke and a burning smell. No fire or injury was reported. The customer stated that the error was displayed during the initial set up of the device. The customer lab reported that the barcode ring was a little crooked. The device was returned to abaxis for repairs. During evaluation of the device, the rotor chamber was noted to be clean and two motor tests were performed. The test passed consistently. It was noticed that a burning smell emitted strongly when the fan spun at high velocity. It was recommended that the spindle motor be replaced. This was considered to be an out of box failure and a replacement device was sent to the customer to resolve the reported problem. The original device was kept by abaxis and has remained inactive. No further action was taken. This MDR is being submitted as a result of a three (3) year retrospective review of closed complaints abaxis performed as part of its commitment to correct the FDA-483 observations received on august 22, 2019.

Event description:
Customer lab reported that the device displayed error code 4057 / motor speed incorrect for barcode read, was emitting smoke and a burning smell.

Manufacturer narrative:
As part of a three-year retrospective review of complaints for the quality improvement process, calls were identified in which the customer experienced burning odor and/or smoke. There were no injuries related to the customer complaints received, based on the potential of burning smell/smoke to lead to a potential injury. Based on MDR regulations, abaxis reported these events due to: the likelihood of this malfunction to lead to an adverse event, although there was no evidence or reports of associated adverse events; minimal detailed documentation related to the likelihood and cause of burning odor and smoke. As part of an investigation regarding the overall reported malfunction of a burning odor and/or smoking, risk assessment, and maude database search, zoetis has concluded that the burning odor/smoke overheating complaints are a low injury risk for the user or patient. The identified malfunctions have not caused or contributed to a death or serious injury nor does the data suggest that the device or a similar device marketed would be likely to cause or contribute to a death or serious injury if the malfunction were to reoccur. Zoetis will continue to monitor complaints for burning odor/smoking/overheating to determine if any new information is obtained and any change to the risks for patients or users of the piccolo xpress analyzer. If new information is obtained, new causes where risk has not been evaluated, potential of serious injury reported or identified, the site will follow the required process for MDR reporting and timeliness.